Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: chronic inflammation all over the body, joint pain especially in the ankles, lymph nodes swelling under the armpits, hair loss, weight gain, pain in the lymph nodes behind knee cap, pain in the areola, swelling in the gut area, trouble breathing, dry patches on the knees, thighs, and back, rash on their back that comes and goes, tightness and discomfort near the rib cage, inflammation in the chest, no feeling in the breast.

Event description:
Patient reported " joint pain in ankles, pain in the lymph nodes behind knee cap, pain in areola, tightness and discomfort in rib cage, lymph nodes swelling under the armpits, and no feeling in the breast" and "inflammation in the chest¿,'chronic inflammation all over the body" . Patient additionally reported "swelling in the gut area, hair loss, weight gain, dry patches on knees, thighs, and back, trouble breathing, and rash on back"; these events are not device related. This record is for the right side.